Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to erosion of the cuff. The later was implanted with a new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump. It was further reported that the patient experienced recurring incontinence. The doctor scoped the patient and saw a piece of the cuff. There was nothing remarkable to report regarding the patient's outcome. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.